Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while creating the knot in a procedure, the thread of the suture broke. A new suture was used to complete the procedure. There are no patient details listed.